Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the medium-large clip applier instrument would not work while the customer was trying to apply a hem-o-lok clip with the medium-large clip applier instrument. Even if the clip was applied, it would come off. The use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.